Event description:
On (B)(6) 2014, the reporter contacted animas alleging that every 2-3 minutes; the pump was making the alert sound (scale) with no message on the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/03/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found no issues or alarms indicating a pump malfunction. The black box indicated the pump was not primed following several loss-of-prime alarms. The pump successfully completed a prime sequence without issue or alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.